Manufacturer narrative:
B5: upon additional information, the events occur during chemotherapy types (cytoxin, keytruda, trastuzumab,5fu, oxaliplatin, irinotecan) infusions via 250 and 500 viaflex bags. ¿the bag and drip chamber had collapsed towards the end of the infusion as if there was a large suction on the line, however, there was still med in the drip chamber and in the line above the pump.¿ ¿at times there is a little solution left in the bag (5 ml was mentioned) but mostly in the line/drip chamber.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set would not flow. At the end of the infusion, the nurse observed the unspecified solution was not flowing and the spectrum pump is not alarming ¿upstream occlusion¿ even though no fluid was moving. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.